Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The buttons on the insulin pump were unresponsive the night before. The customer's mother had to press the down arrow button really hard to get it to work. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.